Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal hub separated on 5 occasions. The following information was provided by the initial reporter: material no: 328512 batch no: 0027372. It was reported that the consumer found 5 syringes with the needle hub stuck in the needle shields.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-04. H6: investigation summary. Customer returned (4) 3/10cc, 8mm, 31g relion syringes in open poly bags from lot # 0027372. Customer states that the needle hub stuck in the needle shields. All returned syringes were examined and all were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0027372 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure. Root cause for this defect cannot be determined.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal hub separated on 5 occasions. The following information was provided by the initial reporter: material no: 328512, batch no: 0027372. It was reported that the consumer found 5 syringes with the needle hub stuck in the needle shields.